Manufacturer narrative:
The returned device was inspected. Hardness of device was tested and found to be conforming to specifications. Original manufacturing and quality control records were reviewed and found to be conforming. The returned device was incomplete, i.e., the screw was missing. Evidence of third-party rework and repair was observed. Apparently the screw had been removed and was not correctly fixated again after unauthorized repair and rework activities.

Event description:
During a procedure, the screw fell out of the rongeur. No harm to patient was reported.